Manufacturer narrative:
A review of the device history record was performed on this cat/lot number and no mfg variances were identified in relation to this event. In addition, a trend analysis was performed on similar reports involving this cat/lot number and no trends have been identified. Based on the limited amount of info and due to the unavailability of the device for analysis at this time, no conclusion could be drawn as to the cause of this event. The results of the MFR's investigation are inconclusive. Due to the legal nature of this report, the MFR's legal counsel will be conducting all follow up and correspondence for this report. No further details are available. The MFR is now closing its file on this event.

Event description:
The device was implanted on 1/30/97. On 6/2/97, the MFR received a letter from the pt which states that she was very dissatisfied with the MFR's device. The letter also states: "I have one put in 1/30/97 use it one time and on march 25, it would work like it sure and I have to have it take out and hole on a operation and I still have it to go to doc before scar and the hole have heal, and I have alot of pain. I think you would pay me in place I pay you." No further details were provided.